Manufacturer narrative:
(B)(4). Foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01531, 0001825034-2022-01532.

Event description:
It was reported that during incoming inspection, the inner pouch was found to be torn. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Evaluation of the returned products confirmed damage to the sterile packaging pouch, and there is debris inside the sterile packaging which is consistent with the appearance of porous coating. Sterility has not been compromised as the outer sterile barrier is intact. The reported event is confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the products when they left zimmer biomet was conforming to specifications. The root cause of the reported event is likely due to transit damage. This event is no longer considered a reportable event. A corrective action has been opened to investigation this event further. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.